Event description:
Information was received from multiple sources regarding patient's implantable neurostimulator (ins). It was reported that pain at ins site. Pain has not been helped by stimulator. Pt reported he had a major fall two days after his (B)(6) 2024 implant. When his machine was turned on post op he felt the stim majority on the left side when his pain is only right sided. Tried programming to gain relief. Physician made decision to revise the leads. Pt had a lead revision (B)(6) 2024. When rep saw the patient for the first time post revision on (B)(6) 2025, the stim is on the correct side (right) but again is not feeling stim down the legs. Patient feels it majority in his ribs and sides. Patient was sent home with sub-perceptive programming to try and seen if any pain relief is obtained. Rep reported that patient's fall was no related to the devices. The issue stimulation issue is resolved. Rep did not see patient leading up to lead revision surgery date.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-jun-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 04-oct-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.